Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited dark urine characteristic of hemolysis. The ablation procedure was successfully completed, however, prior to discharge it was noted the patient had dark colored urine, so they were admitted to the hospital as a precaution. No treatments or interventions have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited dark urine characteristic of hemolysis. The ablation procedure was successfully completed, however, prior to discharge it was noted the patient had dark colored urine, so they were admitted to the hospital as a precaution. No treatments or interventions have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Correction to the initial MDR in blocks h6- patient codes and impact codes it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the catheter was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.